Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus element plus mr,ous, mr 2.5 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the proximal end of the stent. Struts 1 and 2 were lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 560mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-nov-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and mildly calcified left anterior descending artery. Following placement of a 6f guide catheter and a 0.014" guide wire, pre-dilation was performed with a compliant balloon dilatation catheter. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.